Event description:
Wire broke that connects handle during surgery. Instrument was clamped to patient's valve. Additionally the customer stated that apparently the spring portion separated from the handle causing the pieces to "explode" into the surgical field. The aorta was immediately reclamped: all of the metal pieces were retrieved and accounted for: and a x-ray taken just prior to closure failed to identify any retained foreign bodies.